Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 63 mg/dl while their blood glucose reading was 162 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 60 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.